Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -13.50/4.0/090 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault and refractive change overtime was observed. On (B)(6) 2022 lasik enhancement was performed. On (B)(6) 2022 the lens rotated again, it was reported that lens repositioning was performed. On (B)(6) 2022 the lens was exchanged for a same length different model and power lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information problem has been resolved . Claim # (B)(4).